Manufacturer narrative:
(B)(4). Investigation of this event is ongoing.

Event description:
The patient presented with severe tricuspid regurgitation. The decision was made to implant a 29mm (B)(4) 3 valve in the inferior vena cava (ivc) via transfemoral venous approach. Post deployment, the s3 valve landed too low and they implanted a second 29mm s3 valve. The case was a success.

Manufacturer narrative:
Per the instructions for use (IFU), valve malposition and embolization are known potential complications associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve malposition/embolization, including, but not limited to, improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, loss of pacing capture, rapid deployment and movement of the delivery system by the operator. The edwards sapien 3 transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien 3 valve in the inferior vena cava (ivc) is not indicated per the labeling; therefore, the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien 3 valve in this scenario. In this case, it was reported that the s3 valve was positioned and implanted too low on the ivc. There was no allegation or indication of a device malfunction. No further actions are required at this time.